Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a plastic bag. Returned with the sample was the supplied 40cc inflation driveline tubing; no blood or abnormality was noted with the tubing. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The saf sheath was on the iabc; clear fluid was noted in the sheath sidearm. An ap tubing was connected to the iabc luer. Slight bends were noted near the iabc bifurcate, in the body section and in the bladder section. The bladder was fully unwrapped. Dried blood was noted on the exterior of the sample; no blood was noted within the helium pathway. The customer photos were reviewed. The photos show "possible helium loss 2" alarms on the ac3 iabp display and alarm history log. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the bifurcate bushing. Upon microscopic inspection, an external leak occurred at the proximal end of the bushing and the appearance is consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance, and the guidewire could not advance at approximately 18.5cm from the iabc distal tip due to a blocked central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire met resistance at approximately 9.1cm and could not advance at approximately 37.7cm from the iabc luer due to a blocked central lumen. Some blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "he loss" is confirmed. During the investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "repeated possible he loss 2 alarm without visual kinking, leakage & blood in the catheter". Additional informations states that the catheter was remvoed and not replaced. The patient's current condition is reported as "unknown". The customer has been unable to provide any additional information due to the patient being transfered to another facility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "repeated possible he loss 2 alarm without visual kinking, leakage & blood in the catheter". Additional informations states that the catheter was remvoed and not replaced. The patient's current condition is reported as "unknown". The customer has been unable to provide any additional information due to the patient being transfered to another facility.